Event description:
Nurse placed an IV catheter in patient and it was dripping blood out the back of the catheter and the device looks like it is missing something, which is why the blood kept dripping out the back of the device. The nurse started the IV in the ed and as soon as she inserted it blood started coming out of the port. She went on ahead and drew labs while in there, but then immediately removed the IV. Nothing was flushed through or infused into this. No patient or staff injury. It's a 20g lot# 7040645 ref# 383537 exp. 1-31-2020. Manufacturer response for bd nexiva closed IV catheter system 20g, bd nexiva (per site reporter). I have not heard back from them yet.